Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The field service engineer (fse) repaired the issue by replacing the flow sensor assy, air & o2. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported patient disconnect alarm. No patient or user harm was reported.

Manufacturer narrative:
Added UDI (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.